Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. A two year historical review of similar complaints revealed that the same issue of morcellator' s blade tips breaking has not led to serious injury in the past. A review of subject device lumenis versacut morcellator system labeling (0631-060-01_k) revealed the following: "blade sets have a limited reuse of approximately 2-8 times, depending upon the size and consistency of the tissue morcellated". The user facility mentioned that they do not monitor the number of reprocessing they perform, thus this can be the cause of the failure. A review of system risk files (0635-682-01 rev j) revealed risk #1.1.10; " cutting blades damaged; blades distal edge breaks and "sinks" onto bladder floor." The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, the procedure was completed with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate method as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. The blade is expected to be returned to lumenis for product investigation, should new information become available and if there will be a significant change, then lumenis will file a follow-up MDR. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4) and per post marketing surveillance procedure (doc no. (B)(4).

Event description:
A user facility reported that after a holep procedure in which a lumenis versacut morcellator was being utilized, the physician removed the blade of the morcellator and found that the tip was missing from the morcellator blade. An x-ray revealed that the metal pieces were in the patient's bladder and the physician was able to retrieve the pieces. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.